Event description:
It was reported the patient lost stimulation sensation and had a return of incontinence since having an MRI of their head a month prior. A loss of therapeutic effect was noted. The patient did not turn their implant off for the MRI. When attempting to increase stimulation from 3.05v, they felt a ¿shocking¿ sensation, but the setting remained at 3.05v. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v999804, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).